Manufacturer narrative:
Medtronic received additional information that 12 days post-implant of this 35 mm mitral annuloplasty band, an echocardiogram showed moderate mitral regurgitation, right ventricular hypokineses, and moderate tricuspid regurgitation. Mitral regurgitation was likely due to volume overload from the left side per health care professional (hcp). Subsequently, 16 days post-implant, the device was explanted and replaced with a mitral bioprosthetic valve. No other adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 16 days post implant of this annuloplasty band, the device was replaced due to unknown reasons. No additional adverse patient effects were reported.